Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding availability of device return has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, pain and deformation.

Event description:
Healthcare professional reports right side capsular contracture baker grade iii, pain, deformation and "axillary inflammatory ganglia¿. Device remains implanted.